Event description:
It was reported that during the implant attempt, there was placement difficulty and the right ventricular (rv) lead had high pacing impedance. A x-ray revealed that the rv lead had dislodged. The rv lead was removed from the patient and the helix would not extend. It was noted that there was possible tissue in the helix due to multiple repositionings. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns. The analyst noted that the helix would not be extended due to drive shaft lug stuck behind the retraction stop/over-retracted. If information is provided in the future, a supplemental report will be issued.